Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
On the literature article named "rigid intramedullary nail fixation of traumatic femoral fractures in the skeletally immature", it was reported that, during the treatment of patients with rigid intramedullary nail fixation of traumatic fractures of the diaphyseal femur through a trochanteric initiation point in the immature skeleton with an adolescent trigen antegrade trochanteric nail (tan) or trigen antegrade trochanteric nail (tan), fifteen (15) patients out of 64 underwent a reoperation for an isolated distal locking screw removal. Patients had a clinical follow-up at 1 year and achieved union.

Manufacturer narrative:
H3, h6: the associated devices were not returned for evaluation and the reported event could not be confirmed. The contribution of the devices to the reported event could not be corroborated. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. No further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.